Manufacturer narrative:
This ipg serial number was included ina field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the patient is unable to communicate with external devices and has lost stimulation. An sjm rep met with the patient and confirmed the issue. Follow up info identified the patient's ipg was replaced with a new one and the issue is resolved.